Manufacturer narrative:
It is unk when the event occurred as this info has not been provided. Based on info provided, it cannot be determined that the alleged complication is related to v.a.c. Therapy. Kci has made several attempts to determine the nature of the alleged complication. No add'l info is available.

Event description:
On (B)(6) 2014, kci received article, tarzia, v, et al impact of vacuum-assisted closure therapy on outcomes of sternal wound dehiscence. Interactive cardiovascular and thoracic surgery (2014) 1-6, that reported that one pt placed on v.a.c. Therapy experienced an unk complication. No add'l info is available. The unit's type or serial number was not provided, therefore kci cannot conduct a device eval of the unit.